Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #301229; batch#:2305004. Verbatim: rcc received a complaint via email. Email(s) attached. Pertaining to the bd syringe blood backflowing issue from (B)(6) 2024. *unsure if the sample syringe is available, feel free to contact the customer for further information. It was noted that the blood was backflowing into the medication lines and leaking and pooling at the connection.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos were provided to our quality team for investigation. Through visual inspection, four syringes connected to tubing lines are observed. Within one of the syringes, a red liquid is observed to be collecting around the tip, verifying the reported incident. There is no visible damage or other defect that can be identified to indicate why liquid was accumulating within the tip. A device history review was performed for suspected lot 2305004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and verification all critical dimensions are within required limits. Results were reviewed for the reported lot and no issues related to the reported incident were found. Six retained samples of lot 2305004 were used for additional evaluation. The product was visually inspected, no defects or damage was observed on the products and testing verified the tip met required specifications. Functional testing was performed, all syringes could properly connect to a mating luer without issue. Leakage testing was performed and no leakages were observed on any of the devices, all product met required specifications. Based on our quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.